Event description:
It was reported there was air entrapped in the catheter. An opticross catheter was selected for intravascular ultrasound examination of the target lesion. Prior to the procedure, the physician was unable to flush the catheter. They noted that an air bubble appeared at the tip of the catheter. The device was not used, and there were no patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes: device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the returned device consisted of the opticross imaging catheter. A visual inspection showed a kink in the sheath assembly, and the extension tube was inflated. A microscopic examination showed wrinkles around the heat shrink tubing of the drive cable. A functional test showed that the device could not flush properly. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: it was completed and confirmed that the event of device - entrapped air and device - difficult to flush were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: regarding the observed kinked sheath, this failure can occur during procedural advancement, when friction between the catheter, hemostasis valve, guide catheter or from external handling forces on the device. This investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported there was air entrapped in the catheter. An opticross catheter was selected for intravascular ultrasound examination of the target lesion. Prior to the procedure, the physician was unable to flush the catheter. They noted that an air bubble appeared at the tip of the catheter. The device was not used, and there were no patient complications.